Event description:
Patient was revised to address tibial loosening. It was noted that the cement technique used at the primary surgery was poor.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search of the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening; however, provided information stated the cement technique at primary surgery was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.